Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient an 840 ventilator had a loss of communication error. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer inspected the device and confirmed the reported issue. The se re-installed software on the gui (graphical user interface) and the bdu (breath delivery unit). The se performed calibrations and testing and the ventilator operated within the manufacturing specifications.